Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pulse test failure) was investigated. As received, the belt failed incoming functionality testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between ECG electrode a and b. The cause of the failure is the open wire. The root cause of the open wire is excessive force placed on the cable. There was no death or adverse event associated with the belt malfunction.

Event description:
03/28/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt indicating that it failed incoming functionality testing.